Manufacturer narrative:
Updated data: h2 h3 h6 image review: a complete set of intraprocedural fluoroscopic cine images was reviewed in relation to the event. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic inspection of the valve load was conducted and confirmed to be satisfactory. Pre-balloon aortic valvuloplasty was performed prior to valve implantation. The valve was deployed just prior to the point of no recapture, at which time depth assessment was performed. Valve depth was measured at approximately 4 millimeter (mm) at the non-coronary cusp, as verified in the cusp overlap view, and approximately 2 mm at the left coronary cusp in the left anterior oblique (lao) view. Coronary flow was visible in both views. It was reported that a partial recapture was performed, which is supported by imaging demonstrating a deeper valve position. Post-implant angiography demonstrated absence of flow to the left coronary artery. A post-transcatheter aortic valve implantation (tavi) percutaneous coronary intervention was subsequently performed, during which a guidewire was advanced into the left coronary artery; however, coronary flow was not restored. A coronary stent was then deployed, but despite the intervention, absence of coronary flow persisted. There is evidence that cardiopulmonary resuscitation was performed during the procedure; however, the patient subsequently died, most likely as a result of acute occlusion of the left coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient whose pre-operative computed tomography evaluation confirmed suitable anatomy for implant of a 29 mm medtronic valve (evproplus-29), including compatible annulus dimensions, sinus of valsalva measurements, and coronary ostia height. After femoral access and annulus preparation, a pre-dilation was performed with a 20 mm balloon (manufacturer unspecified) without apparent complications. Then the valve was introduced and initially positioned, followed by a partial recapture to optimize alignment and implantation depth. Intra-procedural angiography at this stage showed both coronary arteries well opacified with no signs of compromise. Subsequently, the patient developed acute and progressively worsening hypotension. Angiographic assessment continued to demonstrate opacification of both coronaries. The implant team proceeded with final valve release in an attempt to stabilize hemodynamics and complete valve implantation. Immediately after valve release, angiography revealed loss of visualization of the left coronary artery, which had not been present in previous imaging. An urgent percutaneous transluminal coronary angioplasty with stent implantation was initiated for suspected acute coronary occlusion related to valve deployment. Concurrently, prolonged resuscitation efforts were undertaken due to persistent hemodynamic instability. Despite repeated attempts at revascularization and hemodynamic support, the clinical condition did not improve and the patient died. According to the reporter, the cause of the event was probable acute occlusion of the left coronary artery secondary to valve positioning, which was not predictable based on pre-procedural or intra-procedural imaging. Additional information was received that the cause of death was reported to be acute coronary occlusion and a completely thrombosed left coronary artery. An autopsy was performed but a report was not released. Additional information was received that the valve was implanted in the native annulus. Heparin was administered during the procedure and activated clotting time (act) levels were monitored every 15 minutes. The last act was 278 when measured 15 minutes before the procedure ended. The procedure lasted 30 minutes, then the patient arrested which caused it to last another 60 minutes. The patient had pre-existing fa treated with an anticoagulant.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that "fa" stands for atrial fibrillation.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient whose pre-operative computed tomography evaluation confirmed suitable anatomy for implant of a 29 mm medtronic valve (evproplus-29), including compatible annulus dimensions, sinus of valsalva measurements, and coronary ostia height. After femoral access and annulus preparation, a pre-dilation was performed with a 20 mm balloon (manufacturer unspecified) without apparent complications. Then the valve was introduced and initially positioned, followed by a partial recapture to optimize alignment and implantation depth. Intra-procedural angiography at this stage showed both coronary arteries well opacified with no signs of compromise. Subsequently, the patient developed acute and progressively worsening hypotension. Angiographic assessment continued to demonstrate opacification of both coronaries. The implant team proceeded with final valve release in an attempt to stabilize hemodynamics and complete valve implantation. Immediately after valve release, angiography revealed loss of visualization of the left coronary artery, which had not been present in previous imaging. An urgent percutaneous transluminal coronary angioplasty with stent implantation was initiated for suspected acute coronary occlusion related to valve deployment. Concurrently, prolonged resuscitation efforts were undertaken due to persistent hemodynamic instability. Despite repeated attempts at revascularization and hemodynamic support, the clinical condition did not improve and the patient died. According to the reporter, the cause of the event was probable acute occlusion of the left coronary artery secondary to valve positioning, which was not predictable based on pre-procedural or intra-procedural imaging. Additional information was received that the cause of death was reported to be acute coronary occlusion and a completely thrombosed left coronary artery. An autopsy was performed but a report was not released.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient whose pre-operative computed tomography evaluation confirmed suitable anatomy for implant of a 29 mm medtronic valve (evproplus-29), including compatible annulus dimensions, sinus of valsalva measurements, and coronary ostia height. After femoral access and annulus preparation, a pre-dilation was performed with a 20 mm balloon (manufacturer unspecified) without apparent complications. Then the valve was introduced and initially positioned, followed by a partial recapture to optimize alignment and implantation depth. Intra-procedural angiography at this stage showed both coronary arteries well opacified with no signs of compromise. Subsequently, the patient developed acute and progressively worsening hypotension. Angiographic assessment continued to demonstrate opacification of both coronaries. The implant team proceeded with final valve release in an attempt to stabilize hemodynamics and complete valve implantation. Immediately after valve release, angiography revealed loss of visualization of the left coronary artery, which had not been present in previous imaging. An urgent percutaneous transluminal coronary angioplasty with stent implantation was initiated for suspected acute coronary occlusion related to valve deployment. Concurrently, prolonged resuscitation efforts were undertaken due to persistent hemodynamic instability. Despite repeated attempts at revascularization and hemodynamic support, the clinical condition did not improve and the patient died. According to the reporter, the cause of the event was probable acute occlusion of the left coronary artery secondary to valve positioning, which was not predictable based on pre-procedural or intra-procedural imaging.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus dcs, product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 26-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.